Manufacturer narrative:
A47 alarms noted in alarm history due to corrupted history files. The insulin pump was received stuck in motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed; motor may have had intermittent failure that was not detected during our testing. Pump passed prime/a33, displacement and basic occlusion test. The insulin pump has cracked reservoir tube lip, minor scratches on display window and cracked case near display window corners noted during our visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during prime. Device was not exposed to a magnetic field. Alarm occurred 2 times in the last 30 days. Nothing further reported.